Event description:
A medtronic representative reported a screw on an open spine clamp, titanium, was stripped. This event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement part shipped to site. Medtronic investigation of returned device finds the adjustment screw is not worn as reported, but the head of the screw shows some tool marks. Otherwise, the screw threads and movement are normal. The front edge of the clamp face is damaged with a large dent. Physical damage is apparent.